Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in a seizure; value was not provided. Reportedly, the continuous glucose monitor (cgm) sensor reading inaccurately indicated "normal bg values" at the time of the low bg; however, no further information was available regarding the cause of the low bg. The customer's spouse called the fire brigade, and the firefighters administered a glucagon injection to address bg. The customer was subsequently admitted to the emergency room (ER) where the cgm sensor was changed. No additional patient or event information was provided.